Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Additional details to the description: the reported event extended the surgery by 20 minutes and the biopsy needle used is within the guidance for use in the suretrak clamp instructions for use.

Event description:
A physician alleged an inaccuracy occurring while in a cranial biopsy procedure in (B)(6) 2014. No specific measurement was provided. The surgeon was using a non-medtronic product, an integra biopsy needle, with a medtronic suretrak tracker. The surgeon stated the result of the biopsy was inconclusive and converted to a full open procedure. No further details were provided.